Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. Contact name: unknown/ not provided. (B)(6). Incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the za9003 tecnis iol (intraocular lens) was noticed to be detached after the implantation into the patient's operative eye. The surgeon enlarged the incision to 6 mm (millimeters) and implanted another lens as a replacement. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 12/15/2018. Device evaluation: the za9003 intraocular lens (iol) was returned at the manufacturing site in its original package with the cartridge. Visual inspection using magnification showed loose fibers/particles on the lens, related to the handling of the unit out of a sterile environment. Residue of viscoelastic material was observed on the cartridge. One of the haptics was observed detached. The other haptic was observed distorted. No damage was observed on the cartridge. The condition of the returned sample is consistent with a lens that was implanted and removed. The customer's reported complaint was verified but based on the analysis of the returned product, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.